Event description:
Reporter alleged she attempted to test on the aviva system when she was feeling disoriented, dizzy and had blurred vision but couldn't get a result due to an error message. Reporter stated that a friend drove her to the hospital where a result of 189 or 198 mg/dl was obtained on their system. Reporter stated she was given 2 injections for diabetes in her stomach. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.